Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the right atrial (ra) lead exhibited high capture thresholds and high pacing impedance measurements. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Updated e2, e3 and e4 fields